Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a patient using the (d4) device, the monitored no concentration was observed to be approximately 5 ppm below the set dose. According to the hospital's report, standard troubleshooting steps did not resolve the issue, and the device was exchanged for a backup unit. A good-faith effort was made to obtain additional information; however, no further details regarding ventilator settings, patient condition, or the identity of the reporting clinician were available. No adverse effects to the patient were reported.

Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with established service and test procedures. The intial investigation found that device met all specifications upon arrival. A review of the device's log file corroborated the reported event. The log data showed periods in which the monitored nitric oxide (no) concentration was potentially inaccurate. Further investigation suggests the most likely cause of the event was the no sensor. The device was repaired by replacing the no sensor, after which it was retested and confirmed to meet all manufacturer specifications prior to release. A review of complaint history for this failure mode indicated that the occurrence rate remains within established control limits.